Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states that the left crossbrace is broken. Consumer states it is broken in an odd place but not at a weld and it's a clear cut through.